Manufacturer narrative:
The root cause of the event was found to be consistent with a sample quality issue or insufficient operator maintenance. The investigation did not identify a product problem.

Manufacturer narrative:
The reagent lot number and expiration date were requested but not provided. The sample probes were exchanged. The investigation is ongoing. H3 other text : na.

Event description:
There was an allegation of questionable crep2 creatinine plus ver.2 results for 1 patient sample on a cobas 6000 c 501 module. The initial creatinine result was 6 umol/l.. The repeat result was 302 umol/l. No questionable results were reported outside of the laboratory.